Manufacturer narrative:
The pump was received with cracked battery compartment near the corner of the belt clip rails. An unexpected an error in the motor was detected by reading unexpected value from hall sensor noted during displacement test due to moisture damage to motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery compartment cracked. The customer's blood glucose was unknown. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.